Manufacturer narrative:
The agent reported, the patient fell and dislocated. Male 68. Complaint has been evaluated and is similar to report number (B)(4) - trauma, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to fall lower body/dislocated.